Event description:
It was reported that the gastrointestinal videoscope had an error e216 endoscope communication (scope communication error code) and no image in the camera when connected to the stack. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported error e216 endoscope communication was not confirmed, the reported no image in the camera when connected to the stack failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: e237 (scope communication error). Based on the results of the investigation, the probable root cause of no image in the camera when connected to the stack is a bad plug unit connection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.